Event description:
It was reported that an ilet user experienced hyperglycemia after consuming a large carbohydrate-heavy meal at a social event, with the on-body g7 reading ¿high¿ and a confirmatory fingerstick of 407 mg/dl. The user reported two meal announcements and had recently changed a steel cannula infusion set with no observed leaks or kinks, and insulin supply was adequate. Symptoms included elevated blood glucose without need for medical intervention. Outcomes included self-management at home with glucose trending down to 348 mg/dl by follow-up and no hospitalization or emergency care. Investigation included user interview, device use review, and troubleshooting and education on expected correction timing. Investigation of this case revealed no device malfunction and a plausible dietary and dosing context consistent with postprandial hyperglycemia while the algorithm delivered corrections. It was concluded that the event was user-related due to high carbohydrate intake with hyperglycemia that resolved with ongoing device-directed correction and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.